Event description:
The user reported that during an infusion, the pump alarmed for air in line twice and after reconnecting the set, they noticed a leak from a crack of approx 5 mm in the accuslide. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been rec'd for investigation. A f/u report will be submitted once the device has been rec'd and an investigation has been completed.